Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.